Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 31-july-2021 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation?: no. Device evaluated by manufacturer?: no, device evaluation anticipated, but not yet begun. Mfg date: 09-july-2020. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery did not provide power and was not recognized by the controller. The controller also exhibited two losses of power. The controller and battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller (B)(6) and one (1) battery (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and battery passed visual inspection and functional testing. The battery was able to adequately connect to and provide power to the test controller; the controller was able to recognize the battery with no anomalies observed. Review of the event log file revealed a reactivation event logged on 04/jan/2022 at 12:19:07, due to an open phase on the rear stator. Additionally, a vad disconnect alarm was logged on 04/jan/2022 at 12:19:08 due to a critical phase open, indicating there was an open phase on each stator. A controller power up event without a motor start event logged on 04/jan/2022 at 12:21:38, likely dur to troubleshooting during the reported controller exchange. These are additional findings not related to the reported event. Based on risk documentation and the available information, a possible root cause of the observed vad disconnect alarm and reactivation event can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection during the reported controller exchange. Review of the controller log files revealed two (2) controller power up events with associated pump start events on 07/dec/2021 at 07:51:15 and 07:53:32. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 69% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 96% rsoc and no power source was connected to power port two (2). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for 20 seconds and 15 seconds, respectively. As a result, the reported loss of power event was confirmed. The reported battery no power and not recognized by the controller event could not be confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6) d9: yes, return date: 19-jan-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.